Event description:
It was reported that during a lead removal procedure, the lead broke off. The lead was left well below the sacrum. The patient needed a magnetic resonance imaging scan for brain cancer and needed to have the remaining lead removed. The patient also had a second device system implanted and all parts were removed successfully. Additional information was requested.

Manufacturer narrative:
(B)(4).